Manufacturer narrative:
The reported event of dislodgement during implant post tether mode could not be confirmed. Visual inspection showed that the outer helix length was stretched out of specification consistent with procedure damage. Inner helix length was within specification. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted; the device passed all tests. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the leadless pacemaker (lp) dislodged during procedure. The lp was removed and replaced and the patient was in stable condition. Further information was requested however, was not provided.